Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that they strained their upper body working on a project and it caused the right atrial (ra) lead to fracture. The patient indicated the ra lead was programmed off at that time about two years ago since the patient did not use the lead. It was recently determined the patient did need a ra lead, so the ra lead was capped and replaced. No patient complications have been reported as a result of this event.